Manufacturer narrative:
Investigation summary. Product and data were not returned for review. Mechanical interaction with blood: the cause of mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review. Device history review. Pump passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient in st elevation myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient, with no known prior medical history, experienced a witnessed out-of-hospital cardiac arrest at a 7-eleven establishment with a reported downtime of 15 minutes before emergency medical services arrived and initiated cardiopulmonary resuscitation (CPR). The patient presented to the emergency department with a lactate level of 8.0 mmol/l. A repeat electrocardiogram confirmed a stemi (st-elevation myocardial infarction). The patient was immediately transferred to the cardiac catheterization laboratory (cl) for emergent intervention. A subsequent left heart catheterization (lhc) revealed a chronic total occlusion of the right coronary artery (rca), a complex trifurcating lesion involving the left main (lm), left anterior descending (lad), and left circumflex (lcx) arteries, and an elevated left ventricular end-diastolic pressure (edp) of 26 mmhg. The decision was made to place an impella cp prior to a percutaneous coronary intervention (pci). An impella was prepped, inserted via left femoral artery and support was initiated without complications. Following a successful pci, the physician decided to leave the patient on impella support overnight for rest and recovery. The patient was sent to the unit. Later that day, it was reported that the patient¿s laboratory samples were hemolyzed due to poor position of the impella. An echocardiogram was performed, and the impella was repositioned and weaned to performance level 2. The physician stated that the goal was to wean and explant the pump. The device was explanted successfully after weaning. The patient's outcome at the time of explant was survived.